Event description:
Caller states that the patient tested 2.0 inr on the coaguchek test system and 3.4 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Comparison performed at medical facility. Requested return of suspect test system; however, customer states strips are not available for return. Coaguchek test system: meter, test strip lot 393a-b3, exp 03/31/2008, cat/ 3116247.

Manufacturer narrative:
Suspect device: coaguchek test strip.